Event description:
The customer reported she had having an allergic reaction to the breastshields that she had purchased.

Manufacturer narrative:
The customer was sent replacement breastshields. In follow up with the customer, the customer reported that the reaction began after purchasing new breastshields. The customer also reported that she had consulted a physician and was prescribed topical steroids to help resolve her issue. The customer was contacted by a medela clinician on (B)(6) 2012. The clinician advised the customer to try using a barrier between her skin and the breastshield. The customer indicated that they would try using a barrier as suggested. As of the date of this report it was unknown if the customer's reaction had cleared. Further follow up with the customer will be made. Should add'l info become available resulting in new, changed or corrected info, a follow up report will be filed at that time. The product was received by medela on (B)(6) 2012. Visual examination of the returned breastshields was completed with no issues noted. No issue with surface finish and no particulate or residue were found. Components meet iso 10993-10 irritation and sensitization standards. No conclusions regarding reporting allergic reaction to the breastshield can be made.